Manufacturer narrative:
Updated field: medical device ¿ problem code (1). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The device returned as part of the complaint was physically evaluated and the migration of the "tantalum tubing" was confirmed. The rear tantalum tubing was found to have migrated approximately 6 inches from the catheter 90° cut resting approximately 2.5 inches from the molded tip. In addition, there appears to be traces of glue found on the inner lumen in the area close to the catheter 90° cut where the tantalum tubing would typically be located. The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4) . The part, therefore, is thought to have left the wayne facility as a compliant device and the failure mode does not appear to be related to the adhesive gluing process. The part was returned with a "non-maquet" non-reinforced sheath found on the catheter portion of the device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge's control. The root cause of the "rear tantalum marker migrated" complaint is therefore inconclusive and cannot be determined. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated: b4, d4 (version or model, unique identifier (UDI) #) g1, g3, g4, g6, g7, h2, and h11. Corrected: d1, d4 (lot #,catalog #). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The device returned as part of the complaint was physically evaluated and the migration of the "tantalum tubing" was confirmed. The rear tantalum tubing was found to have migrated approximately 6 inches from the catheter 90° cut resting approximately 2.5 inches from the molded tip. In addition, there appears to be traces of glue found on the inner lumen in the area close to the catheter 90° cut where the tantalum tubing would typically be located. The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4). The part, therefore, is thought to have left the wayne facility as a compliant device and the failure mode does not appear to be related to the adhesive gluing process. The part was returned with a "non-maquet" non-reinforced sheath found on the catheter portion of the device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge's control. The root cause of the "rear tantalum marker migrated" complaint is therefore inconclusive and cannot be determined. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that immediately after insertion of an intra-aortic balloon (iab), the marker at the tip of the iab was misaligned. The catheter was removed after one hour of use. There was no patient harm or adverse event reported.